Manufacturer narrative:
The device history record confirms that the product was in specification when manufactured. There was no injury to the patient. The device is not yet available for root cause analysis. If additional relevant data becomes available, a follow up report will be submitted. This is considered reportable since the device malfunctioned and if the malfunction were to reoccur it could potentially be a serious injury event.

Event description:
It was reported that the ta3b electrode broke during a procedure.